Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver an unspecified medication, at an unspecified rate. It was reported that the needleless valve connector was connected to the pt's central line catheter. After an unspecified length of time, while the nurse disconnected the option-lok male adapter from the needleless valve connector, the customer contact reported that the distal tip of the option-lok male adapter of the tubing set broke off and a piece of the option-lok male adapter remained lodged inside the needleless valve connector. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.